Event description:
A customer reported receiving a battery icon on their freestyle flash meter. The meter was returned and upon investigation the meter exhibited the err3 error code and unit of measure changes. Product testing confirmed that the meter exhibits the memory overwrite malfunction.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.